Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device will not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300 passed ¿out qat from heartsine technologies on the 18th august 2005. Upon receipt, 60 low battery fails were observed in the device memory between the 20th december 2015 and the 12th december 2017. The user would have been alerted with ¿warning, low battery, device service required¿ prompts and no flashing status indicator, as per the reported fault. During investigation, the green status indicator illuminated without fault furthermore, no measurable fault was found on the membrane or pcba that would have contributed to a fault on the status indicator. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours and the status led flashed throughout. This would therefore suggest the reported issue of no status indicator was due to a depleted pad-pak, as further evidenced by the low battery fails. However, no pad-pak was returned for investigation. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
Device will not switch on. No patient involved.